Event description:
Same case as: 2134265-2009-05946; 2134265-2009-05947; 2134265-2009-05948. It was reported that during a carotid artery stenting treatment procedure, the patient experienced stroke, hemiplegia and thrombosis. The 80% stenosed target lesion being treated located in the right distal internal carotid artery (ica) was, 15 mm long with a 8 mm reference vessel diameter. During the index procedure, while advancing the stent over the filterwire initially, the wire would not exit the guidewire exit port on the first couple of tries but later worked fine. The patient experienced stroke after the stent was implanted. Thrombosis occurred distal to the stent and a second thrombosis just distal to the filterwire in the petrous portion of the ica. "The distal thrombus dissolved and the proximal thrombus was still there. At that point, we also felt that the sluggish flow might be related to thrombus in the filterwire and in the filter. We retrieved the filter once the second thrombus dissolved, and the flow became significantly improved and brisk, with no distal thrombus with good flow distally." Another filterwire was used with the placement of a second carotid stent and post-dilation of an unknown 6 mm balloon. The patient also experienced a 10 minute hemiplegia of the left leg which was also treated with tpa, integrilin and plavix. The event was considered resolved without residual effects. Patient's condition listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.